Event description:
Or nurse ran flexible cysto scope with the sys 1e machine. After the cleaning cycle finished the steris chemical indicator did not properly change color. The nurse checked the sys 1e print out and all the parameters were met. After further investigation, he found out that the steris chemical indicator was not placed properly prior to sterilization/cleaning.